Event description:
It was reported by service report that the brakes are not holding due to missing and bent components. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported..